Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention, aortic insufficiency, and arrhythmias are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, it appears that patient factors [coronary disease and moderately low ejection fraction] contributed to the ventricular fibrillation and procedural factors [overcorrection of the valve during deployment] contributed to the aortic malposition. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the first 26mm sapien valve was deployed too aortic and the patient required a second valve in order to mitigate central aortic insufficiency and paravalvular leak. The patient was also slow to recover from rapid pacing and developed ventricular fibrillation. Per report, during the balloon valvuloplasty, the patient had a slow recovery. For the first valve, a 26mm sapien crossed the native annulus and was positioned 50:50 but the valve moved during deployment and was over-corrected; the final valve position was 80:20 aortic with central aortic insufficiency and paravalvular leak observed. The patient had difficulty recovering from the pacing run during valve deployment and went into ventricular fibrillation. CPR was initiated, the patient was defibrillated and placed on bypass. The second 26mm sapien valve was then placed slightly more ventricular to give a true 50:50 placement. The final result was zero central or paravalvular leak. The patient was removed from cbp shortly afterwards. Of note this patient had cad and a low ejection fraction which made it difficult for the patient to recover from rapid pacing. Per additional information received, the valve moved slightly ventricular during a slow and steady valve deployment; as a result, the operator over-corrected which placed the valve too aortic in the end. The native valve/leaflet calcification was described as severe. There was no calcification at the aortic root or ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 40%.